Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported a left side rupture. Healthcare professional confirmed the left side rupture. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: underweight, red particles in the shell and broken shell. A visual and microscopic analysis was performed which identified: crease sharp broken on posterior, crease fold, wear abrasion and stress marks. Base on the device analysis the final assessment is: a pattern of crease sharp on posterior side of broken shell assessed as fold flaw opening. Additional, changed, and/or corrected data: d.9, g.2, h.3, h.6.

Event description:
Patient reported a left side rupture. Healthcare professional confirmed the left side rupture. Device has been explanted and replaced.